Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The instrument was returned fractured at the lead threads of the hex bolt as well as exhibiting signs of heavy damage from use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to wear and tear from normal to heavy use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The screw broke when impacting the cup. No patient consequences were reported. No additional information has been provided at this time.